Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that navigation ring is unresponsive. It was reported there was no patient involvement at the time the issue was discovered. A philips authorized service provider (asp) evaluated the device and confirmed the reported the issue. It was confirmed that the issue occurred while attempting to change of settings. However, it wasn't observed that values were adjusting without pressing any button. It was possible to adjust or cancel the values with the touchscreen. The asp replaced the front bezel equipped with the navigation ring to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service.